Manufacturer narrative:
Continuation of d10: product ID 97745bp (serial: (B)(6)); product type: 0001-accessory; implant date n/a; explant date n/a product ID 97745 (serial: (B)(6)); product type: 0201-programmer patient; implant date n/a; explant date n/a. Product ID 97745ac (serial: unknown); product type: 0001-accessory; implant date n/a; explant date n/a. Product ID 97745bp (serial: (B)(6)); product type: 0001-accessory; implant date n/a; explant date n/a section d references the main component of the system. Other medical products in use during the event include: brand name intellis; product ID 97745 (serial: (B)(6)); product type: 0201-programmer patient . Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient (pt) reported the controller wasn't charging and the issue began yesterday. Patient plugged the ac power to a different outlet but issue didn't resolve. During the call patient removed the battery and plugged the ac power. Controller powered on. Patient inserted the battery and there was no light above the screen. Light came on for 2 seconds then disappeared. Green light displayed on the ac power. Agent sent email to repair to replace the battery pack. Patient called back stating they received a replacement battery pack but it is too big and they can't get the door to close. Agent reviewed they will need to swap the battery door from the dummy controller. Caller did and confirmed it fit. Caller stated they will send back the old battery in the dummy controller. Pt called back stating the controller has not charged to the wall and the minute they unplug it the screen goes out. Pt states they were sent a battery pack and wondered how long it takes to charge. Agent reviewed. Pt states they have been charging all day. Agent sent request to repair for controller and ac power supply. Pt called and reported they received the battery pack and controller replacements, but now couldn't get the controller to power on. Agent asked, pt said they did not have the battery pack charging for a couple days. When agent plugged into the ac power cord, the screen powered on and green light was flashing. Pt read off screens that suggested they hadn't gotten through the pairing process yet. Agent advised they let controller charge until green light is solid so they know its fully charged and then follow pairing instructions. Patient called back in stating they received a battery pack, controller, and ac power supply cord, and their controller still does not function when it is not plugged in to the ac power supply. Patient stated they see the pairing screens on their controller, and anytime they go to unplug the controller and plug the recharger in, the controller becomes unresponsive again. Patient stated the second they unplug the controller from the ac power, the controller goes blank. Agent had patient remove the battery pack and plug the controller into the ac power supply. Patient confirmed the controller does turn on, and they see the green light on the ac power supply. When patient reinserted the battery pack, they confirmed that they do not see a green solid or flashing light above the controller screen. Patient inserted aa batteries into the controller, and the controller was responsive. The issue was not resolved. An email was sent to repair to replace the li battery pack. Pt called back and confirmed that they had received the replacement battery pack. Pt said that the equipment was working and th at the ins was found, however the controller jumped to where the ins was recharging and the pairing/setup screens were skipped. Pt said that they now had to use the recharger in order to connect to the ins. Agent had the pt reset the controller; pt noted that they had already done this as well. Upon completion of the controller reset, pt saw that unlock screen with their name, so agent understood that the ins was paired correctly to the controller. Agent had the pt unlock the controller and pt saw no device found. Agent had the pt initiate an ins recharging session. Pt said that the ins was in the worst spot and that it was a "pain in the a**" to charge the ins. Pt had difficulty getting the recharger in position over the ins in order for the equipment to find the ins. Pt noted that they recharged the ins last night. Pt eventually saw the batteries screen with the controller at 100% and the ins at 50%. Pt said that they would be find to charge the ins at a later time, so agent had the pt press stop on the batteries screen. Pt confirmed seeing finished indicated. Agent had the pt disconnect the recharger from the controller and exit the batteries screen. Pt saw their main therapy screen with group a on with programs 1 and 2. The controller was then communicating successfully with the ins without using the recharger. The troubleshooting steps taken during the call resolved the reported issue. Patient called back reporting and repeating the same information from previous calls. Patient stated that they are still not able to use their controller properly unless the recharger is attached; patient added that they cannot make adjustments or change their settings. Patient noted that connecting to the recharger takes 10 minutes and is a hassle because they are in a wheelchair. Agent walked the patient through a controller reset; agent asked if there was any damage to the controller and patient confirmed no damage. Patient mentioned they got no device found; agent asked when the patient was last able to successfully charge their implant and patient answered last night. Patient also mentioned that they met with their managing hcp today and the doctor said that they would contact the reps to assist the patient at their next appointment; patient added that their next appointment is not for 3 months and that they do not want to keep dealing with these issues until then. Agent offered to send an email to the field on behalf of the patient; patient accepted. Patient noted that they cannot drive and can only catch a bus 3 days a week, so meeting with a rep would be hard. Agent reviewed role of rep with patient. Agent sent an email to repair to replace the controller and an email to the field for visibility.